Event description:
Reportedly, the problem with the subject programmer is that the display screen can intermittently display abnormal colors and/or lines making it difficult or impossible to read.

Event description:
Reportedly, the problem with the subject programmer is that the display screen can intermittently display abnormal colors and/or lines making it difficult or impossible to read.

Event description:
Reportedly, the problem with the subject programmer is that the display screen can intermittently display abnormal colors and/or lines making it difficult or impossible to read.